Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 12f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. It was noticed on removal that the prostyle device did not have a foot on one side. The sutures of two new prostyle devices were successfully pre-placed. The use of a 12f sheath was continued and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no clinically significant delay in the procedure. Although there were no reported issue with the patient post procedure, the location of the missing foot was unknown and no investigations were performed to confirm the foot did not remain in the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss and foot separation were confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.